Manufacturer narrative:
Date sent: 06/27/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device was firing two clips at a time. One clip would fire and the other clip would fall into the pt. They were able to retrieve the clips. Or one clip would fire fine and the other would not hold. They had enough clips to complete the procedure. There was no pt consequence.